Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device got stuck and alarmed - not able to shut the alarm off and had to remove the battery. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: product received date 06/05/2024. H3: one device was returned for repair in used condition. This device has not been in for service in the review period. The reported problem, "gets stuck and alarms not able to shut the alarm up have to remove the battery found during testing", was verified by visual inspection and functional testing. The cause was connectors contaminated by fluid ingression. Replaced connectors to correct the issue. The device passed all functional tests after the repair.